Event description:
The nk employee reported that the g5 monitoring unit with a bsm-1700 for the input unit would not take nibp readings for patients with high blood pressure (bp). There was no harm reported.

Manufacturer narrative:
The nk employee reported that the g5 monitoring unit with a bsm-1700 for the input unit would not take nibp readings for patients with high blood pressure (bp). The patient currently on the unit has a systolic pressure of over 200. When using the bsm-1700 in standalone mode, it worked fine. Also, when the clinician tried taking a reading on herself (on the g5), it worked without issues. They have tried both arms for the patient and made sure the patient type was set to adult. They swapped the input unit as well as the tubing and cuffs, but the issue persists. They recently installed it, but it has not had issues with other patients that have normal bp levels. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the nk employee for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the nk employee and the customer for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the nk employee and the customer for all information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bedside monitor (bsm-1700): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the nk employee reported that the g5 monitoring unit with a bsm-1700 for the input unit would not take nibp readings for patients with high blood pressure (bp). The patient currently on the unit has a systolic pressure of over 200. When using the bsm-1700 in standalone mode, it worked fine. Also, when the clinician tried taking a reading on herself (on the g5), it worked without issues. They have tried both arms for the patient and made sure the patient type was set to adult. They swapped the input unit as well as the tubing and cuffs, but the issue persists. They recently installed it, but it has not had issues with other patients that have normal bp levels. There was no harm reported. Investigation summary: the complaint device was received. The unit was evaluated and the complaint was duplicated. The nibp cuff was found set to 180 mmhg. The setting would need to be higher for proper measurement with high blood pressure patients. The cause was user error with set-up. The manual instructs the user to consider the patient condition when setting up. Complaint history review for the g5 did not show any trends for this issue. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/02/2025 emailed the nk employee for all information in the ni list above: no reply was received. Attempt # 2: 08/15/2025 emailed the nk employee and the customer for all information in the ni list above: no reply was received. Attempt # 3: 08/25/2025 emailed the nk employee and the customer for all information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bedside monitor (bsm-1700): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nk employee reported that the g5 monitoring unit with a bsm-1700 for the input unit would not take nibp readings for patients with high blood pressure (bp). There was no harm reported.